Event description:
The iab was inserted into the pt in the or. The iab leaked and the iab was removed. No second was inserted. On 5/4/98, the following was reported to datascope: a "no augmentation" and "iab catheter" message alarm sounded from the pump. The nurse checked the catheter and no blood or kinks were noticed in the iab. The catheter was re-filled and no augmentation was initiated after pumping was reinstituted. The iab catheter was checked again and blood was seen starting to trickle down the catheter. After a few seconds the tubing was half filled with blood. The balloon was not refilled and the catheter was removed. There was no negative outcome to the pt. There was evidence of an air embolism. The pt was recovering as of 10/29/97. [Event complications]: none from the event-reported 10/17/97 and 5/4/98. [Pt's current status]: convalescent-rpt'd 5/4/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to FDA on 5/21/98).